Manufacturer narrative:
(B)(4). Batch # p5887g. Month and day unknown. Only year (2018) is known. Device evaluation: the analysis found that one ntlc75 device was returned with no apparent damage and with an unfired cartridge reload loaded on the device, and with the swing tab in locked position. It was noted that the "doghouse" component of the cartridge was damaged. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a gastric surgery, the surgeon loaded the cartridge on the body and pulled the lever to fire the staple. But it was locked and failed to move forward. He changed the body and cartridge with new one and the procedure was closed well. There were no patient consequences reported.